Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-23735. Follow-up information revealed the patient had 2 leads. It is unknown if both leads were from the same lot. In addition, the patient underwent surgical intervention on (B)(6) 2016 where the leads were explanted and replaced. The patient reported effective stimulation coverage postoperative. Note: since it is unknown if the 2 leads were from the same lot, the patient's "unknown" lead has been added to this event as a new device report (device 2).